Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - impact code- f2304 prophylactic treatment.9611993-2025-126941

Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, upon sensor removal, the patient alleged that the sensor wire had detached from the sensor pod and remained in the skin. On (B)(6) 2025 around 1:30 pm, the patient went to the emergency department (ed) and had an x-ray which showed no evidence that the sensor wire was retained under the skin. Even though the results were negative, the patient remained worried, so the doctor discharged him with a prescription for oral antibiotic in case symptoms develop. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.